Event description:
It was reported that a stent expansion issue occurred. The target lesion was located in the non-calcified left circumflex artery. A 3.50 x 28mm synergy xd drug-eluting stent was advanced to the lesion. However, the middle portion of the stent could not be fully expanded despite multiple dilatations. No further information was provided.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. B3 - date of event, d6a implant date: used the first date of the month of the aware date as no date was provided.